Event description:
Patient underwent cardiac catheterization after which provider attempted to close an arterial sheath using a mynx device. The device did not deploy properly and manual pressure had to be applied. FDA safety report ID# (B)(4).